Event description:
A hospital in (B)(6) reported via a distributor that the feedset line of 2 mr290 autofeed humidification chambers were damaged during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot numbers and device manufacturer dates: lot 111202 - 02 december 2011; lot 111212 - 12 december 2011. Method: the 2 complaint mr290 chambers were returned to fisher & paykel healthcare for inspection. Results: both complaint mr290 chambers had a break in the feedset tube where it is inserted into the chamber. The surface of the break is rough and not smoothly cut. A lot check revealed no other complaint of this type for lot numbers 111202 and 111212. Conclusion: the damage found on the chambers appeared to have been caused by the tube being pulled, away from the chamber, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).